Manufacturer narrative:
It was reported to abbott a patient underwent dbs ipg replacement approximately one week ago, and since that time they could not connect to scs proclaim ipg. The device issued the message- ¿generator is not responding¿. Per the patient, the proclaim ipg was not placed in surgery mode. Surgery took place where the proclaim ipg was explanted due to being in service app mode. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. D6a - date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.